Event description:
The customer reported an uncontained fluid leak of approximately 5 ml from the red blood cell (rbc) bath of a coulter lh 780 hematology analyzer. The customer also reported receiving rbc vote outs (non-numeric results), and requested a service visit. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/19/2015 and did not confirm evidence of a leak or rbc vote outs; the fse confirmed plt background failures and a defective rbc middle aperture. The rbc aperture module along with the aperture o-rings were replaced, resolving the event. (B)(6).